Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter field service engineer replaced the ise (ion-selective electrode) buffer syringe, the sample wash syringe, mid standard roller tubing, buffer valves and reference valves which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective electrode) patient results on their au680 chemistry analyzer. The erroneous results were not released out of the laboratory; hence there was no impact to patient treatment. There were no reports of injury associated with this event. The customer did not provide data.